Manufacturer narrative:
(B)(4). This lot was manufactured from september 19, 2014 to september 24, 2014. Evaluation summary: the device was received for evaluation. A visual inspection and a functional leak test were performed. It was noted that the blue winged luer cap was loose. The device was filled with green colored water and the cap was hand tightened. The device was monitored for three days, no leaks were identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half-day infusor leaked an unspecified amount of desferrioxamine from the blue winged cap. This occurred approximately three days after the device was filled with the drug. The leak was still observed after tightening the cap on the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.